Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and prime or fill anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had motor error and the screen was condensed. It was reported that the shoots insulin out of cannula. The customer was advised to call back for issues. The insulin pump will not be returned for analysis.